Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Addition h6: code 216-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration.

Manufacturer narrative:
All devices will be included as possibly contributory in the final medwatch. Additional devices implanted and/or related to this event: pxc141200/ 9739928, UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that after all devices were implanted, a distal type I endoleak from the contralateral leg endoprosthesis in the right limb was observed. A stent (palmaz) was implanted distally of the contralateral leg endoprosthesis. However the distal type I endoleak remained. The physician decided to monitor it. On an unknown date in (B)(6) 2020, a follow-up CT imaging identified the distal type I endoleak from the right leg remained and migration (distance unknown) of the trunk ipsilateral leg endprosthesis. On (B)(6) 2020, a reintervention procedure was performed. The right internal iliac artery was embolized as planned. Then, an iliac extender endoprosthesis was implanted in the right external iliac artery. Two aortic extender endoprostheses were implanted proximal of the trunk ipsilateral leg endoprosthesis. The patient tolerated the procedure.